Event description:
It was reported that this pacemaker exhibited undersensing of atrial tachycardia in the presenting electrogram (egm) and stored egms. Technical services (ts) recommended returning to the clinic for programming optimization. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.